Event description:
Updated summary: customer reported having a low blood glucose on (B)(6) 2024. What led up to the event was that she took carbohydrates and she said the pump did an auto correction but she started convulsing on the floor. Low was treated with carbohydrates and ambulance was called between 10am and 11am. They gave her glucose drink/gel and she was advised to eat and drink more juice for the low blood glucose of 30mg/dl. User said she started with sensor glucose of 60mg/dl. Then it went up to 300mg/dl after eating chocolates/mash potatoes. Then, after 40min, it went down to 30mg/dl and user started convulsing on the floor. Pump was used within 48 hours of the low. Smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported blood glucose value of 30 mg/dl. The customer reported hypoglycemia treated with glucagon, glucose/carb intake, emergency medical service (ems)/ambulance/emergency room(ER) visit. Troubleshooting was performed. The event involved product(s) mmt-7040a, mmt-342, mmt-1884, mmt-431ag. Customer was using the auto mode/smart guard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported low blood g event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-342. No product return is required for mmt-1884. No product return is required for mmt-431ag.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.